Event description:
Customer reported that she had been recently crashing with hypoglycemic events and felt that it was due to an issue with the insulin pump. She also reported no delivery alarms. The blood glucose reading at the time of the report was 400 mg/dl. She stated that the issue with no delivery had been resolved with a complete set change and was unable to troubleshoot for it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.